Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system automatically changed to recovery mode while waiting prior to a surgical procedure. The system was able to be used afterwards.

Manufacturer narrative:
Correction is provided in e.1. The system was examined and the reported event was not replicated. As a preventive measure the base power cord was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 18, 2011. Based on qa assessment, the product met specifications at the time of release. A base power cord was received for evaluation a visual assessment of the returned sample revealed a kink near the system-end connector. The continuity of the wires in the cable was tested using a calibrated digital multimeter. The cable was found to have an intermittent ground connection. When the kink was bent, he ground wire would become open. The root cause of the reported event can be attributed to a bent base ac power cord. However, how or when the cable became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).